Manufacturer narrative:
Intuitive surgical, inc. (Isi) receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed, and the reported complaint was not confirmed. The teflon pad remained intact and was not observed to be dislodged from the clamp arm. However, the instrument was found to have a blade broken. The blade broke at roughly 0.155¿ from the base. The broken piece was returned.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, when the harmonic ace instrument tip was opened, the white part under the blade came off and fell into the patient. The procedure was completed as planned with no reported injury using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was inspected prior to use, with no damage found. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure, the instrument did not collide with any other instruments or other hard material. The harmonic ace instrument was in use for 3 mins prior to the issue. The issue occurred during coagulation. The fragment(s) were retrieved with a laparoscopic forceps and was confirmed by visual inspection. No additional surgical procedure was required to remove the fragment. Post-operative tests like an x-ray or ultrasound were not performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No photographic images of the device(s) or a video recording of the procedure are available for isi review. Batch sequence number of the instrument is unknown. Due to its privacy policy the hospital doesn't provide patient demographics nor any relevant tests and patient history.

Manufacturer narrative:
Based on the claim against the product by the customer noting a fragment fall, an investigation is in progress. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: it was alleged that the harmonic ace instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the breakage to occur.